Event description:
Hill-rom received a report from the account stating the nurse call is not working. The bed was located at the account in the bed shop. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the communication cable not connected to the sidecom board. A search of the hill-rom maintenance records did not show hill-rom performed any preventive maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician connected the communication cable to resolve the issue. Based on this information, no further action is required.